Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the pacing issue was observed. It was noted that once the atrial lead was connected in the device the ventricular pacing was lost with no pacing spikes. Right ventricular (rv) lead exhibited loss of capture. Patient was paced transcutaneously. Ipg was never implanted and was replaced. Rv lead remains in use. No patient complications have been reported as a result of this event.